Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high pacing impedances. The patient's physician is aware of the situation and the pacing system remains implanted at this time. (The right ventricular (rv) lead model and serial number are unknown at this time) a revision maybe performed in the near future and the field representative confirmed all other measurements are stable and in normal ranges. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.